Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed the halo rotated unexpectedly. There were no errors reported on the system and no further information was available. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer spoke to robotics coordinator and stated after speaking with the scrub tech and clinical representative that it was not an issue with the robot. They also stated that it worked without error all day today. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.